Event description:
The customer reports via the territory manager that when opening the omega 3 set, it was observed that one of the ends of the connecting bolt had sheared off. The customer reports that they are unsure whether this has been broken by the sterilisation dept or whether it may have occurred when inserting a lag screw into a patient. The customer reports that the broken instrument was not used in the scheduled procedure for which the set had been opened. The customer reports that they will trace when the omega set was last used and if required, request the patient to re-attend for an x-ray to confirm the broken piece is not inside the patient. The territory manager reports that the broken instrument will be returned to styrker and 3 photos have been supplied by the territory manager.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event that the connecting bolt omega was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed, since the returned device match the reported failure. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by mishandle of the device. The device inspection revealed that the tip is broken in the threaded part. There are some dents visible on the thread, which suggests the device was used multiple times. So it cannot be excluded that the damage to the device occurred in a previous application. Note that this device was manufactured in 2009 and it was used multiple times, so it is likely that the device reached its end of life. The device should be previously inspected to ascertain if it has reached its end of life. Note, as stated in the IFU: ¿special comments for application. Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Before every operation, ensure that all devices to be used during the operation function correctly with each other. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reports via the territory manager that when opening the omega 3 set, it was observed that one of the ends of the connecting bolt had sheared off. The customer reports that they are unsure whether this has been broken by the sterilisation dept or whether it may have occurred when inserting a lag screw into a patient. The customer reports that the broken instrument was not used in the scheduled procedure for which the set had been opened. The customer reports that they will trace when the omega set was last used and if required, request the patient to re-attend for an x-ray to confirm the broken piece is not inside the patient. The territory manager reports that the broken instrument will be returned to styrker and 3 photos have been supplied by the territory manager.